Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was damaged on the device. The device's lcd display would need to be replaced to address the issue. There was no repair made to the device, additional findings not related to the malfunction/issue was the device would not initially power up, but the device powered on as it should. There was damage to the screw bosses mount, and the rear enclosure case would need to be replaced on the device. The base enclosure case was misaligned. The base enclosure case was removed and realigned on the device. The real time offset clock had drifted, it was reset on the device. There were no repairs performed on the device, and it was scrapped.